Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple blood glucose levels. The customer had blood glucose levels of 276 mg/dl and 315 mg/dl. The customer also experienced a high blood glucose level of 420 mg/dl. The customer did not have any serious injury or was hospitalized from the high blood glucose. The customer declined troubleshooting for the high blood glucose because they had stabilized after lunch. The customer had treated their high blood glucose with the insulin pump's bolus wizard. The device will not return for analysis.